Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t gen. 5 stat assay on a cobas 8000 e 801 module. The sample initially resulted in a troponin t value of 103 ng/l and his value was reported outside of the laboratory. The doctor questioned the result. The sample was repeated on a second analyzer, resulting in a value of < 6 ng/l. The sample was also repeated on a third analyzer, resulting in a value of < 6 ng/l. The troponin t reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The field service engineer could not determine a cause and could not duplicate the issue. A system check and precision studies were performed.

Manufacturer narrative:
No qc data was provided. The customer stated qc was within range at the time of the event. The alarm trace data provided was from 13-dec-2022 and not 14-dec-2022 (the day of the event). Multiple "short sample" and "abnormal aspiration" (sample probe) alarms were observed. The customer did not provide any further information. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.